Manufacturer narrative:
Additional/updated information was added to reflect the foot section and junction box being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Per the expanded evaluation report, no smoke was observed coming from the junction box due to a blown fuse which caused the device to have no output. However, there was evidence of deformation around the foot and bed motor connectors. There was discoloration between the head and bed molex female motor connectors with black residue on the exterior part of the connectors. The molex head motor connector and d-sub female pendant connector also had discoloration around the exterior portion of the connectors. Additionally, there was a portion of melted plastic or epoxy potting material on the pcb. Visual inspection of the junction box using x-rays showed that the c1 and c2 capacitors had failed. Also, there was increased resistance of the r1 resistor, indicating that the resistors failed open, having an infinite resistance.

Event description:
The provider stated the bed clicked a couple of times, produced a puff of smoke and stopped working.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The provider stated the bed clicked a couple of times, produced a puff of smoke and stopped working.